Manufacturer narrative:
Result: scale module and main footend module were damaged.

Event description:
It was reported by service report that the scale was not working. It was further reported the auxiliary power cord was missing its ground prong. It is unk if there was pt involvement or if there are adverse consequences to report.